Event description:
On (B)(6) 2014, plaintiff underwent placement of an angiodynamics smartport product, reference number (B)(4), and lot number 4766770. The device was implanted by (B)(6) at (B)(6) in (B)(6). On (B)(6) 2024, plaintiff's port was implanted with a right side port as the left side port was malfunctioning. During attempted removal a fracture was found, and the determination was to leave it in and retrieve at a later date. On (B)(6) 2024, plaintiff's fractured port was removed by (B)(6) at (B)(6) in (B)(6).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).